Manufacturer narrative:
Reporting institution name & institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
A customer reported a v60 battery failure. There was no patient involvement at the time the reported event occurred. There was no patient or user harmed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and an international philips field service engineer (fse). The philips international field service engineer (fse) replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.